Event description:
A hosp rep reported that loss of image was experienced during an endoscopic retrograde cholangio pancreatography (e.r.c.p.) Procedure. The diagnostic examination was completed with a second scope and there were no complications associated with the image loss.